Event description:
It was reported that a y-set disconnected from a home patient¿s (hp) transfer set during continuous ambulatory peritoneal dialysis (capd). The hp notified a registered nurse (rn) about the issue. The hp received unknown antibiotics (dose and frequency unknown) as a precaution, but there was no patient injury indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. A companion sample was returned for evaluation. A visual inspection was performed with no issues noted. A leak test, clear passage test, and clamp function test were performed with no issues noted. The reported issue could not be reproduced through a sample evaluation. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Manufacturer narrative:
(B)(4). The original y-set was not available for evaluation, but a companion sample was returned for analysis. Upon completion of the evaluation or upon receipt of additional information, a supplemental report will be submitted.